Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting with the caller. The pocket was re-opened and the rv lead was placed into the atrial port to stop auto lead detection. Next, the leads were re-attached into the appropriate ports which produced a rv pacing impedance measurement of 1800 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this patient's implant procedure after the pocket was partially closed, pacing impedance measurements were greater than 2000 ohms on the right ventricular (rv) channel. No additional adverse patient effects were reported.